Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Complaint investigation was performed, the original equipment manufacturer (OEM) indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally OEM reported longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The OEM is aware of weakened fiber tips in regards to the stripping process during manufacturing. Complaints for the fiber tip breakages should continued to be monitored.

Manufacturer narrative:
The fiber has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The service center was informed that during an ureteral stone procedure, the fiber broke and fell inside the patient. The piece was located and removed with a basket. The user facility reported that the fiber was not fired near any metal instruments. The case was completed with no patient injury.